Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. However, it is most likely that the image was not displayed/saved due to insufficient internal buffer or incorrect settings/saving. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image. The issue was found after a diagnostic colonoscopy procedure that was completed with the same device. There was a 10 minute delay in a subsequent procedure. There were no reports of patient harm.